Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of the ivc wall and chronic thrombus. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the filter is tilted, perforates the ivc wall and has chronic thrombus. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of the ivc wall and chronic thrombus. The patient reported becoming aware of filter tilt, approximately ten years and eleven months post implant. The patient also reported chest pain related to the filter. According to the medical records the patient had a history of left hip fracture with hemiarthroplasty, left lower extremity (lle) pain and swelling, hypertension, hyperlipidemia, anemia, constipation and pulmonary embolism. The indication for the filter placement was deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was implanted prior to planned left hip surgery via the right subclavian vein. Initial attempts at accessing through the right internal jugular vein were unsuccessful due to wire not advancing. The filter was placed at the l3 body without complication. The patient tolerated the procedure well. The following day the patient underwent heterotopic ossification excision of the left hip. Approximately eight years and nine months post implant the patient presented to the emergency room (ER) with complaints of swelling in the lower extremities. Imaging showed bilateral dvt. The patient was placed on heparin for the dvt and rocephin for a urinary tract infection. Ultrasound of the kidneys also showed some cortical thinning, consistent with chronic kidney disease. The glomerular filtration rate on admission was 34 and increased to 70, normal range, after rehydration. The patient was discharged to home two days later. Approximately ten years and eleven months post implant. A computed tomography (CT) scan was performed to evaluate the filter. Results of the scan noted the filter is grossly intact, with the superior tip about 1.9 cm below the level of the renal veins, leftward superior and rightward inferior tilt of the filter along the long axis of the ivc. Ivc patency cannot be assessed without IV contrast; however, calcification could potentially be related to a chronic thrombus as the ivc within the filter is expanded relative to ivc above and below it. There are numerous abdominal wall and retroperitoneal collateral vessels which could certainly be related. There may be mild perforation into the pericaval fat of 1 or 2 of the right lateral posterolateral struts by no more than 2mm. Findings unrelated to the filter noted mitral annular calcifications, calcified granulomas in the lung bases, a left renal cyst, multilevel degenerative changes of the spine, and the presence of a left buttock subcutaneous neural stimulator device. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and can lead to the development of collateral circulation. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Chest pain does not represent a device malfunction and may be related to underlying patient specific issues or comorbidities. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt. The patient became aware of the reported event approximately ten years and eleven months after the index procedure. The patient also reported chest pain related to the filter. Additional information received per the medical records indicate that the patient has a history of left hip fracture with hemiarthroplasty, left lower extremity (lle) pain, left lower extremity (lle) swelling, hypertension, hyperlipidemia, anemia, constipation and pulmonary embolism. The indication for the filter placement was deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was implanted prior to planned left hip surgery. The filter was implanted via the patient's right subclavian vein, after initial attempts at accessing through the right internal jugular vein were unsuccessful due to wire not advancing. The filter was placed at the l3 body without complication. The patient tolerated the procedure well. The following day the patient underwent heterotopic ossification excision of the left hip. Approximately eight years and nine months after the index procedure the patient presented to the emergency room (ER) with complaints of swelling in the lower extremities. Imaging showed bilateral deep vein thrombosis (dvt). The patient was placed on heparin for the dvt and rocephin for a urinary tract infection. Ultrasound of the kidneys also showed some cortical thinning, consistent with chronic kidney disease. The glomerular filtration rate on admission was 34 and increased to 70, normal range, after rehydration. The patient was discharged to home two days later. Approximately ten years and eleven months after the index procedure. A computed tomography (CT) scan was performed to evaluate the filter. Results of the scan noted the filter is grossly intact, with the superior tip about 1.9 cm below the level of the renal veins, leftward superior and rightward inferior tilt of the filter along the long axis of the ivc. Ivc patency cannot be assessed without IV contrast; however, calcification could potentially be related to a chronic thrombus as the ivc within the filter is expanded relative to ivc above and below it. There are numerous abdominal wall and retroperitoneal collateral vessels which could certainly be related. There may be mild perforation into the pericaval fat of 1 or 2 of the right lateral posterolateral struts by no more than 2mm. Additional findings noted mitral annular calcifications, calcified granulomas in the lung bases, a left renal cyst, multilevel degenerative changes of the spine, and a left buttock subcutaneous neural stimulator device.